Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information tboston scientific received information that the patient implanted with this device system suffered from twiddler's syndrome. The right ventricular (rv) pace/sense portion of the lead was affected as a result and loss of capture (loc) was observed. Additionally, noise was observed, which led to inappropriate shocks. A revision procedure was performed and the rv lead was unable to be extracted without a laser. The physician elected to surgically abandon the lead and a new rv lead was successfully implanted. No other adverse patient effects were reported.